Event description:
The reporter stated that the surgeon was inserting a competitor's lens using the indigo-p injector and the sfc-25fp cartridge and the trailing haptics tore off during insertion. The reporter stated that it was more than likely bad loading into the cartridge.